Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the broken patient connector. Analysis also found the upper case, main keypad, atrial keypad, one bail cover, and one bail attachment needed to be replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient connector was found broken. The external pulse generator was returned for repair. There was no patient involvement.